Event description:
It was reported that customer experienced occlusion alarms that recurred and resulted in a trip to the emergency room with a blood glucose of 869 mg/dl. The customer was subsequently hospitalized in the intensive care unit where ketones were identified and were considered dangerous and life threatening. The customer received intravenous fluids of saline and insulin, and treatment resolved the immediate issue with blood glucose returning to range. The customer was released on (B)(6) 2026 and declined additional assistance, therefore no other information was obtained.